Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001-(B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the patient's pump was removed in (B)(6) 2011 because they thought that it had become infected. The patient's husband further stated that it 'turned out that it wasn't'. It was previously noted that there was some fluid in the bag around the device at the time it was explanted.

Event description:
It was reported that the patient had the pump removed; reason unknown. It was later reported that the pump was explanted due to infection. No other information was reported.